Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This is ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged or used her scs ipg in 3 months, and her system is now inoperable and will not communicate with external devices. An sjm representative met with the patient and confirmed the reported ipg issue. The patient is consulting with her physician regarding possible surgical intervention to address the issue.